Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2010 and dtma1d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for undefined high rv defibrillation coil impedance. In addition, the rv lead exhibited impedance variability. The rv lead remains in use. No patient complications have been reported as a result of this event.